Manufacturer narrative:
Continuation of d11: product ID 748251 serial# (B)(4) implanted: (B)(6) 2002 explanted: (B)(6) 2019 product type extension. H3: analysis of the extension (serial #(B)(4)) revealed that the body was cut through/segmented. No significant anomaly was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that high impedances were noticed. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Unknown if any diagnostics/troubleshooting was done. The issue is not yet resolved. They are doing an exploratory surgery and possibly will replace the extension if need be. This will occur on (B)(6) 2019. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient found to have abnormal impedances during a clinic visit. They were referred to a doctor to have the system interrogated and have possible replacement. Impedance tests were performed on the lead during the surgery using the ens. All impedances were normal on the lead. It was determined that the lead extender was the cause of the abnormal system impedance issues. The extension was then replaced, and the issue was resolved. The surgery was done to test the brain lead and replace the extension. The rep had followed up to provide the tracking number of the lead. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.